Manufacturer narrative:
Upon receiving the FDA report (mw5089046), a call was made to the representative to get more information form the complaint. The information provided was that the surgeon was having issues with the variable angle driver tip during final torqueing. We were unable to get more information regarding this event via the representative. The instrument was not returned to be investigated. The information provided is insufficient to conclude a causation of what actually happened. Testing was performed on a similar driver model in stock and was seen to be within spec of the allotted torque limits.

Event description:
User submitted a report to the FDA stating: while plating a variable angle screw, the tip of the driver cold welded in the head of the screw and broke off. Decision was made to leave the tip of the driver in the screw head, as screw had good placement and tip was cold welded without possibility of migration.